Event description:
It was reported that the patient¿s glucose level rose to greater than 250 mg/dl. Investigation of returned device found contamination within the pod. The device was originally reported for no double beep after fill.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that an 0x21 alarm had been generated during fill, indicating tick time out of specification. The batteries were measured to have low voltages. Measurement of the shelf mode current of the pcb assembly found it to be out of specification. Inspection of the pcb found contamination between pins 7 and 8 on the qn3000. The investigation confirmed this pcb assembly contamination resulted in high shelf mode current, battery depletion, and the 0x21 alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone14.3 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.